Manufacturer narrative:
This report is submitted on april 4, 2023.

Event description:
Per the clinic, the patient experienced no response to sound secondary to a migration of the electrodes out of the cochlea. Reprogramming attempts were made; however, the issue could not be resolved. The implant remains in-situ.

Manufacturer narrative:
Correction: the correct date of report for the initial MDR is march 07, 2023, not march 28, 2023, as previously rrported. This report is submitted on april 27, 2023.